Event description:
The manufacturer received information alleging the ventilation modes on a trilogy 202 ventilator were unable to be changed. The 'CPAP and assisted CPAP' mode were noted and that some of the settings have disappeared. There was no serious patient harm or injury that occurred or was reported. The trilogy 202 ventilator was initially evaluated by a philips remote service engineer. The engineer states that the trilogy 202 ventilator went out of support at the end of 2025 and there is no further corrective or preventative maintenance works that can be completed at this time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.